Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized 3 times last year due to low and high blood glucose. Customer stated that she does not remember the details of the hospitalizations or the dates. Nothing further was reported.